Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Sample appeared to have residue throughout. The catheter shaft was noted to have bunching approximately 15.5cm from the distal tip. Material separation was also noted to the sample. No functional testing was performed due to the conditions of the returned sample. Based on the findings, the investigation is confirmed for the reported material deformation and identified material separation issues. However, the investigation is inconclusive for the reported device-device incompatibility issue. A definitive root cause for the reported device-device incompatibility, material deformation and the identified material separation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2024).

Event description:
It was reported that during preparation for a recanalization procedure, the guidewire was allegedly unable to load through the catheter. It was further reported that the catheter allegedly bunched. The procedure was completed using another device. There was no patient contact.